Event description:
This was a male patient. In 2006, the patient presented with unstable angina with st elevations. There is no known other medical history. Angiography revealed a de novo, non-calcified lesion in the lad. The target was stenting via direct stenting technique with a 3.0 x 33mm cypher stent deployed to 16 atms. The stent was then post dilated with a quantum balloon inflated to 20 atms. The final result was good with good wall apposition noted and no evidence of dissection. The patient was discharged with orders for indefinite dual anti-platelet therapy with aspirin and plavix. Approximately 33-34 months post index procedure, the patient discontinued taking plavix for financial reasons. Two months later, the patient presented to the hospital with chest pain. There was no evidence for mi. Angiography revealed significant thrombosis within the 3.00 x 33mm stent in the lad. This was treated with aspiration thrombectomy and balloon angioplasty. The result was good and the patient made a full recovery without sequelae.

Manufacturer narrative:
The product is not available for analysis. Additionally, the sterile lot number is not known. No further analysis can be performed for complaints reported without a lot number and for which the associated products will not be returned. In-stent thrombosis is a known potential outcome of coronary stenting and is multi-factorial in etiology. Subsequent stent blockage may result in myocardial ischemia/infarction and may require repeat dilation of the stented area. Well-known predictors associated with a higher rate of thrombotic events (acute, sub-acute, and late) following stent implantation include pharmacological factor such as discontinuation of antiplatelet therapy before six months; angiographic factors such as long lesions, multiple stents, calcified lesions and small vessels; patient-related factors such as acute presentation, smoking and congestive heart failure; and procedural factors such as inadequate post-procedure lumen dimensions, dissection, thrombus, and tissue prolapse. Significant stent thrombosis predictors beyond one year (very late) consist of more biologic factors, including failed brachytherapy, chronic total occlusions, prior myocardial infarction and patient age. In this case the patient was a male with a history of known, unstable coronary artery disease. The lesion was within the lad. These factors put him at an increased risk for a major coronary adverse event. Additionally, it is noted that, due to financial factors, the patient discontinued anti-platelet therapy approximately two months prior to the event. There is no evidence to suggest that this event is related to a manufacturing issue or device defect. There are patient, vessel,/lesion, and pharmacological factors that may have contributed to this reported thrombotic event.